Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Continuation of concomitant: 4058m52 lead, implanted: (B)(6) 1993.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an associated product. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.